Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed motor error during basal. Customer stated that she did a rewind and the insulin pump powered off; the battery went from 3 bars of charge to no battery. The customer confirmed receiving a motor position encoder error alarm. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer stated she would contact her doctor or go to urgent care for assistance on getting on the backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received stuck in the motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed; the motor may have had an intermittent failure that was not detected during our testing. Unable to verify e70 alarm in the alarm history due to history file over written. Cleared the user settings and programmed the insulin pump with the current time and date; monitored for three days and no unexpected check settings alarm occurred. The insulin pump was also monitored for several days and no low battery alert or weak battery alarms occurred during testing; the operating currents are within normal specifications. The insulin pump passed rewind, basic occlusion, prime/a33 and displacement tests. The insulin pump has cracked reservoir tube lip, minor scratched lcd window and scratched reservoir tube window.